Manufacturer narrative:
All information provided by manufacturer and medwatch form. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 19.4-19.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.2-10.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when pacemaker dependent patient presented to the emergency room with syncope, loss of ventricular capture was observed. The lead was explanted.